Event description:
A pt reported experiencing inaccurate erratic results with a ot ultra meter. The pt's blood glucose results were 340, 354, 400, and 529mg/dl. Tests were done within 10 mins with a difference of 23%. Pt did not experience any adverse events. No further info has been reported.